Manufacturer narrative:
Date of event: unknown. Medical device brand name is shortened from bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparin (lh) blood collection tubes, there were erroneous results from elevated levels.